Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown right stryker knee. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Patient's daughter called on behalf of her father who had his left knee implanted in 2010. Patient has been experiencing pain since implantation of knee and stated the knee cap goes to the side constantly and the overall knee causes patient extreme pain since the implant surgery date in 2010. Patient wants to know if any of his devices have been recalled and investigation on manufacturing and packaging as well. Patient is currently seeing another physician and is in need of a revision surgery.